Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that a small piece of amodele (insulation) from the jaw of the device broke off and fell into the patient cavity during a procedure. The piece was retrieved, and there was no injury to the patient. Another device was used to complete the case.